Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and associated left ventricular (lv) lead presented for a device check one month after the device replacement procedure. The lv pacing impedance measurements were high, out-of-range, at greater than 3,000 ohms, and loss of capture was observed. A connection issue between the chronic lv lead and the new device was suspected. No adverse patient effects were reported.

Event description:
Additional information was received. During a revision procedure to correct the suspected connection issue, the lv lead was removed from the device and tested on the pacing system analyzer (psa). Loss of capture (loc) and high, out-of-range pacing impedance measurements were observed. An insulation break was noted on the lead body, due to an acute bending of the lead in the device pocket. The lead was programmed off and the revision procedure was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lv lead remains implanted but not in use. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As of today, the device and lead remain in service; however, it was reported that the physician planned to perform an invasive procedure to revise the setscrew in (B)(6). This report will be updated when additional information is received.